Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube and adjusted the monitor image rotation. System operates as intended.

Event description:
The customer reported poor image quality, some frames could not be used, system is unusable. No patient injury was reported.